Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, the device had an issue during unloading, and the device was not shooting. Another device was used to complete the case. There was no patient injury.